Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical infusion pump had "no disposable" alarms when used with cadd cassette with part number 21-7302-24, lot 4084911. There was no patient or clinician injury. .